Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) in regards to failing water blank tests, cartridge chemistry leak, and no vacuum at the wash collar. No injury or exposure were reported.

Manufacturer narrative:
A bce field service engineer (fse) found the fluid leak coming from the sample wash collar. Fse cleaned the wash collar waste valve and cleaned all cuvettes. Repairs were verified per established procedures.